Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 - 500 mg/dl. It was reported that a malfunction alarm occurred. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 10/31/22 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.